Event description:
It was reported that the patient experienced shortness of breath. Rising and high thresholds were noted on the right atrial (ra) lead.  The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 0185 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.